Manufacturer narrative:
H11: through follow-up communication, it was confirmed that to solve the issue, the medical team increased the rpms of the revolution pump to maximal speed and they did not need to readjust the disposable pump on the cp5 drive. Medical team does not remember at which rpm they observed the issue and it occurred on stationary flow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Sorin group italy received a report that revolution pump decoupled while on bypass, which forced the user to increase rpms. It was not reported what rpms were needed to increase to. There was no patient injury. The user stopped using that lot number and no incident occurred on next two cases using different heart lung machines.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: sorin group italy manufactures the revolution pump. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned the following additional information: - the affected unit was disposed of; - the involved revolution pump was used with a livanova centrifugal pump drive unit (model 60-01-04, serial number (B)(6) on s5 heart-lung machine serial number (B)(6). - preventative maintenance was carried out on the equipment: the unit performed within specifications. - the user was using the revolution pump with a stationary flow. - it is unknown at which rpm value the speed was set when perfusionist noticed the decoupling issue. - the user just increased rpm with know to maximum. - later the user was able to decrease the rpm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.